Manufacturer narrative:
Evaluation summary: the condition of failure code 812:02 identified during product evaluation in the pump's event history file was confirmed. Inspection of the device found that this failure code was caused by a faulty pump head mechanism. The pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue was communicated to customers through field corrective action 6000001-12/13/05-0190c.

Event description:
During product evaluation, failure code 812:02 was identified in the pump's event history. There was no pt injury or medical intervention necessary according to the hospital representative.